Manufacturer narrative:
E1: establishment name- (B)(6) date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Additionally, the scope connector has traces of disinfectant; however, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during inspection for use, the image of the bronchovideoscope disappeared. There was no patient involvement.